Event description:
According to the reporter, the trach was in place for four days. The patient was enrolled for a bath when the trach became dislodged. The patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was being turned for routine care when the patient's oxygen saturation began to decrease, slowed down, and then arrested. The patient was given epinephrine. The patient appeared to have diffuse subcutaneous emphysema throughout his entire body which occurred shortly after the arrest began. Patient was unresponsive and on pulseless electrical activity (pea). The patient was being bagged and the physician noticed that all four extremities, chest, abdomen, and face were diffusely swollen and rigid. It was also noticed that patient's scrotum was inflated. Lund university cardiopulmonary assist system (lucas) was attempted to use on patient but was not functioning potentially due to increased thoracic pressure from the emphysema, thus manual chest compression was performed. The tracheostomy tube allegedly became misplaced causing the subcutaneous emphysema. Intubation was not possible due to significant subcutaneous emphysema. The physician decided not to remove the tracheostomy tube to not completely lose the patient's airway. It was decided that further attempts at resuscitation would be futile and advance cardiovascular life support(acls) protocol was stopped. The patient pronounced dead after a rhythm of asystole displayed on the monitor and had no palpable pulse.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d1, d2, d4 (model#, catalog#, expiration date), d8, e1 (first and last name), e3, g3, g4 (510k). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.